Event description:
A low advia centaur xp ca 125ii result was obtained on a patient sample when the customer was performing a correlation study and was considered discordant when compared to the neat test result from an alternate ca 125 test method. The customer performed dilution testing and the results were elevated on both ca 125 test methods. A corrected report was issued to the physician. There was no known report of adverse health consequences due to the discordant ca 125ii result.

Manufacturer narrative:
The cause for the initially discordant low result when compared to a dilution result and the initial neat result from an alternate ca 125 test method result is unknown. The customer's quality control results were within acceptable limits and there were no other known discordant patient results reported. The discordant result may be attributed to an interfering substance and sample was not available for additional testing. No conclusion can be drawn. The instruction for use (IFU) under the limitation section states the following: do not interpret levels of ca 125 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed ovarian carcinoma frequently have levels of ca 125 within the range observed in healthy individuals. Elevated levels of ca 125 can be observed in patients with nonmalignant diseases. Measurements of ca 125 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of ca 125 in a given specimen determined with assays from different manufacturers can vary due to differences in assay methods, calibration, and reagent specificity. Ca 125 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity".